Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to complete incoming testing. Upon evaluation, the monitor was found to have experienced an abnormal shutdown during pulse firing. It appears that the output bridge was damaged due to a misdirected pulse. Further evaluation confirms that the cause of the misdirected pulse is shorted transistors q12 and q16 on the defibrillator board. The +5a power supply was also shorted on the computer / analog (ca) board. The root cause of the shorted transistors and power supply cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was found to have experienced an abnormal shutdown during a pulse firing which resulted in damage to the monitor.